Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue the nurse call feature does not turn on when weight is removed from the sensor pad. Additionally, the mode feature does not switch between voice only and mute. The unit passed all other functional testing. No physical damage to the unit was observed. (B)(4).

Event description:
Customer reported the alarm does not sound at the nurse call station. The nurse call cable was tested with a known working alarm and the nurse call cable functions properly. The date the issue was discovered is unknown. No patient injury was reported.